Manufacturer narrative:
Additional data: h6- type of investigation code: 3331- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Corrected data: h6: health impact code: "4625 - additional surgery: anterior chamber irrigation/evacuation of visco/fluids was performed" should be added. H6- health effect- clinical code: "2137" should be added. Claim# (B)(4).

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -17.0/6.0/171 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. Toxic anterior segment syndrome(tass) and blurred vision was observed. Anterior chamber irrigation/evacuation of visco/fluids and addition of oral steroids and ointments resolved the problem. The cause of the event wasreported as unknown.